Event description:
A talent captive stent graft system was implanted in a pt for the endovascular treatment approx one month ago. Vessel morphology was not identifiable. There was an existing hematoma that enlarged which was either a penetrating ulcer or an old dissection. The physician elected to implant a stent graft. The following day, the hematoma continued to enlarge and another device was implanted extending the device proximally to the origin of the subclavian artery. No clinical sequelae were reported, and the pt is stable.

Manufacturer narrative:
(B)(4). (Disease progression, continued expansion of hematoma). Conclusions: (disease progression, continued expansion of hematoma).